Event description:
On (b)(46 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter read inaccurately high compared to another device (onetouch ultra2). The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist after reviewing the call recording. The patient reported that the alleged inaccuracy issue began during (B)(6) 2015. During the call, the patient informed the csr that he manages his diabetes with insulin (unknown type and dose). It is not known if the patient made any changes to his usual diabetes management regimen in response to the alleged inaccuracy issue. During the call, the patient reported that on one occasion after the alleged issue began he developed symptoms of feeling "shaky, anxious and was sweating"; symptoms he associated with low blood glucose. In response to the symptoms, the patient tested his blood glucose with the subject meter and obtained a result of "130 mg/dl" and then tested on the other device and obtained a result of "85 mg/dl". The tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. During the call, the patient claimed he treated himself with glucose tablets in response to the symptoms. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged inaccuracy issue began.